Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to close the clip, difficult to remove the clip, and access site became damaged. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to mitral valve and grasping was performed. The clip got stuck in chordae; therefore, the clip was inverted and freed from the chordae and retracted into the left atrium. Then, it was not possible to close the clip, and the arm positioner was not turning. After some troubleshooting, the clip was inverted close to the guide and both the steerable guide catheter (sgc) and cds were removed together. The right vein access was closed as it had become damaged and a new access in the left side was made. A new sgc and new cds were used to complete the procedure successfully. One clip was implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported clip close inability, mechanical jam on arm positioner and difficult to remove could not be confirmed in a testing environment. The reported difficult or delayed positioning during use could not be replicated in a testing environment as it was related to patient¿s anatomy or procedural operational circumstances. Additionally, the gripper arm was observed to be bent and the gripper line was observed to be kinked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on this information, a cause for the reported the inability opening the clip and mechanical jam on arm positioner could not be determined. The reported difficult to remove clip delivery system (cds) from steerable guide catheter (sgc) appear to be due to cascading event of clip close inability. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is known possible complication associated with mitraclip procedures. The reported difficult or delayed positioning resulting in reported tissue damage appear to be due to challenging patient anatomy. The reported additional therapy/non-surgical treatment and surgical procedure were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.